Manufacturer narrative:
Additional information.

Event description:
It was reported the patient presented in the hospital for a right atrial (ra) lead revision. The lead was not capturing the atrium during threshold testing and was intermittently capturing the ventricle. During the procedure, it was observed through x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.